Event description:
It was reported that needle hub separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported that the needle hub separated and stayed inside of the shield, occurred before injection."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9119568. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for raised hubs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone#: (B)(6). Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported that the needle hub separated and stayed inside of the shield, occurred before injection."